Manufacturer narrative:
Per internal review on (B)(6) 2020, it was identified that the manufacture date was mistakenly omitted from the previous supplemental report. The manufacture date has been updated to 6/25/2020 in section h4 of this report. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 10/20/2020, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and hemostatic valve damage was identified. The sheath was replaced, and the issue resolved. No patient consequences were reported. Device evaluation details: sheath was inspected, and visual analysis revealed that hemostatic valve appears dislodged inside of hub. Brim cap and friction ring remain intact. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment. A device history record (DHR) was performed, and no internal action related to the complaint was found during the review customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related with the excessive force and handling of the sheath during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the sheath was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and hemostatic valve damage was identified. The sheath was replaced, and the issue resolved. No patient consequences were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The issue was assessed as a MDR reportable hemostatic valve separation per the reported damage.